Manufacturer narrative:
No patient injury was reported. The r&d department are aware of the problem/malfunction "general system failure" and are working on corrections. The investigation for this event remains ongoing. The treatment's data were saved from the machine and will be investigated by the manufacturer. A follow-up report will be submitted.

Event description:
Customer reported an incident with general system failure alarm during treatment.